Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the customer received what they claim were frozen and contents had exploded.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned and no photographs were provided. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, the product appeared to have been frozen and the contents exploded. It is not known how or when the product was damaged during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
It was reported that the customer received what they claim were frozen and contents had exploded.